Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that due to "wiring problems" the lead had been inactivated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing and fluctuating lead impedance values. The lead remains in use. No patient complications have been reported as a result of this event.